Event description:
(B)(4) is the initial importer of the device which is a rollator. Notification of the event was executed though a third party claims administrator of the service provider. Pms is attempting to retrieve the device for evaluation. The end-user was walking down a ramp at a rest stop when the walker reportedly broke and she fell. She was diagnosed and treated for a fractured femur. She was sent to rehab.